Event description:
Suspected false positive for lumiradx sars-cov-2 ag test at (B)(6). I have called the pharmacy directly and the (B)(6) hotline to inform them. My call with the (B)(6) hotline was disconnected (unknown if the agent hung up on me or there was another error). This happened at the following location: (B)(6) covid -19 testing site, (B)(6) my test history is below: (B)(6) 2021 (B)(6) pcr molecular test (tech swabbed) negative result, (B)(6) curative ((B)(6)) covid-19 rt-qpcr (self swab) - negative result begin quarantine; (B)(6) 2021 (total isolation other than getting tests), (B)(6), ((B)(6)) unknown test type (tech swabbed) - negative result; (B)(6) 2021 (B)(6) medical ((B)(6)) covid-19 rt-qpcr (tech swabbed) negative result; (B)(6), (B)(6) lumiradx sars-cov-2 ag test (rapid test, self swab) positive result. This is the result in question; (B)(6), (B)(6) urgent care sars-cov-2 antigen (rapid test, tech swabbed) negative result sars-cov-2 (covid-19) rt-pcr (same day results, tech swabbed) negative result. FDA safety report ID# (B)(4).